Manufacturer narrative:
This report is submitted on november 17, 2023.

Event description:
Per the clinic, open circuits were noted on 10 electrodes. Subsequently, the device was explanted on (B)(6) 2023 under general anesthesia, and the patient was re-implanted with another cochlear device.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on april 02, 2024.